Event description:
The customer returned the colonovideoscope to the service center for an unrelated issue. During the device analysis, the service repair technician noted crystallization on the scope connector and a burned distal end cover (c-cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope connector has crystallization is cause not established and the most probable cause of the distal end cover (c-cover) is burned is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.